Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-06421. It was reported that the patient has ineffective stimulation. As a result, the patient may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's drg system was removed on (B)(6) 2019. The issue has since been deemed resolved.